Manufacturer narrative:
Follow-up # 1 - 7/29/2014, device evaluation: the lay user/patients meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one ping meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer service representatives (csr) documentation. The patient does not recall when the alleged inaccuracy began. At an unspecified date/time, the patient obtained blood glucose readings of ¿ext high above 33.3 mmol/l, unknown¿ with the subject meter, performed within 20 minutes of each other. The patient manages her diabetes with an insulin pump and stated she took a ¿50% correction¿ bolus in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient denied developing any symptoms. In addition, there was no mention of receiving medical treatment for a high or low blood glucose excursion. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any test strips at the time to test the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.